Event description:
Adverse event(s): ¿no patient injury reported¿ (no consequences or impact to patient). Product problem(s): ¿no torsional power¿ (loss of power). The customer reported there was no phaco power during the surgery. The handpiece was tuned and everything was fine, but when the surgeon went into the eye with the handpiece, there was no torsional power. The handpiece was replaced with another handpiece and the surgery was completed with no complications. The case was delayed about five minutes. No patient injury was reported.

Manufacturer narrative:
An initial visual assessment of the returned handpiece reveals no obvious visual nonconformity. The handpiece was tested and passed all functional testing. The handpiece was tuned and run continuously for five minutes at 100% power with no problems noted. A review of complaints for the last 24 months did not indicate any additional reports for the handpiece. (B)(4).